Manufacturer narrative:
Of the 13 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to a crack in the display. During investigation for unrelated allegations, there was 1 instance of a misaligned display screen as a result of a crack in the display. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 13 malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned display screen. These reports were received from various sources. The patients associated with this allegation ranged from 10-64 years of age and between 0 and 0 pounds. Of the reported patients, 5 were male, 4 were female, and 4 were unknown.